Event description:
Cbi tubing was being utilized on patient. Tip on tubing spike broke off and unable to be located. Possibly entered bladder and concerns for retained foreign object. Patient is critically ill at this time and no test are scheduled due to other medical issues. FDA safety report ID # (B)(4).